Manufacturer narrative:
Physical damage was confirmed to the connectors, case, and battery drawer. Display wires were found to be pinched, with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for repair for damages sustained from being dropped. The epg tested out of specification during analysis. There was no patient involvement.